Event description:
Additional information was reported that the patient died from sepsis. No additional allegations against the device was reported. There were no reports that the patient's death was caused or contributed to by the device. The device was explanted and will be returned for laboratory analysis.

Manufacturer narrative:
Once the device has been received and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported observations. This device met all specifications during testing.

Event description:
Boston scientific received information that there were sensing and right ventricular (rv) lead capture issues. Three days later, the impedance measurement of the rv lead was out of range. As a result, this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.